Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using penumbra coil 400s (pc400s). During the procedure, the physician placed two pc400s in the target vessel using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. While attempting to advance a new pc400 through the lantern, the pc400 unintentionally detached from its pusher assembly and migrated into the external iliac artery (eia). The physician was able to remove the detached pc400. Subsequently, the procedure was completed using five ruby coils and the same lantern. There was no report of an adverse effect to the patient.